Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the patient needed an MRI but the hcp was told by the patient's wife that the pump was beeping. Caller noted the wife said that the patient had an appointment to see their hcp within the last month but the patient didn't go. The caller was not aware of patient having an MRI at her facility. Tech services recommended following up with hcp regarding the pump beeping. No symptoms were reported. Additional information received from a healthcare professional (hcp) reported the patient's wife stated the pump was alarming. The patient's nurse indicated that the pump did not have any medication in it. It was stated that the patient's pump was still alarming and there was no medication in the pump. It was noted the patient had an appointment with their hcp, but did not go per patient's wife. The reason for the missed appointment was unknown. It was indicated that the pump was not refilled and the issue was not resolved as the pump was still alarming. The patient's weight was unknown. No further complications were reported.